Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx drug eluting stents was implanted into the lad. Approximately 3 days post index procedure the patient suffered myocardial infarction in a non-target vessel. Stenosis in the lad was treated with a resolute onyx drug eluting stent. The event was resolved. The investigator assessed the event was not related to the study device.

Manufacturer narrative:
Patient weight updated. Patient race and ethnicity provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
During the index procedure, lcx was also treated with one resolute onyx stent. Cec assessed the event as a non q wave mi (target vessel), mdt extended historical spontaneous. The cec adjudicated the mi as no event. The revascularisation was assessed by the cec as tlr- percutaneous intervention clinically driven. Stent thrombosis was assessed as no event. If information is provided in the future, a supplemental report will be issued.